Manufacturer narrative:
The customer¿s report that the pump turned off was confirmed. Physical inspection of the device showed dried fluid residue on both iuis. Analysis of the pcu error log showed no errors or malfunctions. Analysis of the pcu event log identified a channel disconnect (loss of power) which occurred on (B)(6) 2017. The module was then selected and the previous programmed infusion of heparin was restored. During testing, manipulation of the pcu and pump module iui connection failed to produce a channel disconnect. The proximate cause of the pump turning off is believed to be a channel disconnection. The root cause was not identified. However, fluid contamination on the pcu male iui connector most likely contributed to the disconnect event.

Event description:
The customer reported that the pumps lost power during infusion while plugged in. The pumps were able to be turned back on by the nurse. There was no patient harm. Received a copy of the customer's medwatch report from FDA, which states ¿rn witnessed the carefusion IV pump turn off randomly while in pt's room. IV pump was plugged into the wall and turned back on when the device was powered on. She pressed restore button and the heparin drip resumed at previously programmed rate. Charge rn called biomed to report malfunction and requested biomed rep assess/service the device. Heparin drip was promptly switched to new IV pump and malfunctioning pump was sequestered. The customer reported that the pumps lost power during infusion while plugged in. The pumps were able to be turned back on by the nurse. There was no patient harm. "